Event description:
A nephrostomy catheter was replaced (under routine circumstances) in interventional radiology without difficulties. Post placement films were done to confirm placement. The pt returned two weeks later with abd pain and a retained stylet was found. Contributing factor: the flexible stylet is not radiopaque and cannot be seen on x-ray.